Event description:
The plaintiff's attorney alleged the decedent experienced unspecified non-cardiac events on or about (B)(6) 2004 and on or about (B)(6) , 2005 subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of three events reported for the same pt involving two separate products.